Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that an aic (automated impella controller) failed a system check following start up. The aic was rebooted following the controller error and the device was able to start up without issue. There was no patient involvement at the time of the noted issue.

Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The product was returned for investigation. No console logs were available at the time of the issue occurrence because the self check failure prevented the console from booting up. Therefore, console logs were not used in this investigation. The console ic7567 was tested and physically inspected after being returned to field service. A firmware check was performed, which revealed that there was a lack of communication between the 4-in-1 and the battery 1 circuitry on the pbm. The cause of the aic issue was contamination. There was corrosion of the pbm traces from leakage of electrolyte of the supercapacitors.